Event description:
A report was received from (B)(6), stating the device had a broken/bent neuro tip. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).